Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt had his ipg revised. The physician moved the ipg deeper. The reason for the revision is undetermined at this time. It was also reported the pt is doing postoperative.